Event description:
Ems sales representative had been informed october 23, 2007 of an incident that occured after an air polishing treatment: anaphylactic shock of the pt who had been brought immediately to the hospital. The pt recovered after cortisone treatment. Based on the information provided, there has been no reported indication of malfunction.

Manufacturer narrative:
Ems risk assessment identifies the probability of allergic reactions including anaphylactic shock to the air-flow lemon powder: severity: critical (death and serious injury improbable). Final risk class: tolerable. The risk of allergy is foreseeable and clinically acceptable in view of the individual pt benefit, having a certain functional or numerical predictability. The instructions for use (manufacturer's labeling) make the user aware of the risk of allergic reactions: "the flavour contained in the powder can lead, in specific cases, to allergic reactions. For pts known to suffer from such reactions, use the "neutral" powder provided by ems." [See scanned pages.]